Event description:
Related manufacturer reference number: 2017865-2023-42130. It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon interrogation, it was noted that the pacemaker and right ventricular (rv) lead exhibited high pacing impedance measurements. The set screw of the device was also suspected to be loose. No intervention was performed. The patient was in stable condition.